Event description:
It was reported that the stent moved on the balloon. During preparation for a percutaneous coronary intervention procedure this 3.00 x 24mm synergy stent delivery stent was selected. When the stent was unpacked from the box the stent was no longer on the balloon. The procedure was successfully completed without further issue or patient injury.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube, outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the stent moved on the balloon. During preparation for a percutaneous coronary intervention procedure this 3.00 x 24mm synergy stent delivery stent was selected. When the stent was unpacked from the box the stent was no longer on the balloon. The procedure was successfully completed without further issue or patient injury.